Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A supply chain manager reported experiencing no illumination from the table top during a vitrectomy procedure. The customer switched to the bottom port to complete the case. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Table top (tt) illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned tt illuminator was installed into a calibrated system and functionally tested. There was no system message during after the boot-up sequence. The reported event of no illumination could not be replicated during functional testing. The returned tt illuminator was found to meet specifications. The root cause cannot be determined conclusively. (B)(4).